Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the transfer set and titanium adapter. The titanium adapter separated from the transfer set. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event; however, the patient was treated with intraperitoneal (ip) antibiotics. The transfer set was replaced and contamination protocol completed. No additional information is available.